Manufacturer narrative:
Physio-control is continuing to investigate the occurrence.

Event description:
Device was originally replaced for recall. Upon inspecting and testing device, physio-control observed chargepak and attention icons on the readiness display and fault codes logged into device memory related to possible device operation lockup.